Event description:
A trilogy 100 ventilator was returned to the manufacturer for service and evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board was replaced to address the issue. No repairs were completed because the device was not needed for inventory and was scrapped.